Event description:
Additional information was received confirming an abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer was able to bond with the ipg, and restored therapy.

Manufacturer narrative:
Correction: report type was changed to malfunction as no surgigcal intervention was planned. The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient place the ipg into MRI mode. A manufacturer representative removed the ipg from MRI mode. Troubleshooting was attempted but the external devices were unable to communicate with the ipg. Surgical intervention may be undertaken to address the issue.